Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, the surgeon was impacting the dhs plate with the impactor then it broke. There was fifteen (15) minutes delay in procedure as a result of this incident. Surgery outcome and fixation was still sufficient. No adverse event was reported. The plate was nearly completely impacted before it broke so it did not complicate the procedure. This report is for one (1) dhs/dcs impactor. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: unknown plate (part # unknown, lot unknown, quantity 1).